Manufacturer narrative:
A spacelabs technical support engineer remotely connected to the customer's telemetry system and saved logs to be reviewed as part of this investigation. A spacelabs product support specialist reviewed the log files and confirmed the reported problem. Investigation into the reported problem revealed a software bug that prevents alarm escalation if the xhibit telemetry receiver has been running for longer than 25 days without being rebooted. Spacelabs has advised the customer that their alarm settings could be adjusted, or that the xtrs need to be rebooted routinely, but no later than 24 days from the last restart, to prevent recurrence of the problem.

Event description:
Spacelabs was notified that technical alarms generated from the xhibit telemetry receivers (xtr) are not escalating priorities as expected. The customer biomedical engineer reported that the reported issue began after the xtr system was upgraded to software version 1.4.0. There is no patient harm reported with this event.